Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3 h6, h10. UDI # (B)(4). The device was returned for evaluation. The DHR review was unable to be completed as the provided serial number # (B)(6) does not appear to be a valid integra identification number for product a2101. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit. The handle was closed without the 6-inch transitional installed, deforming the hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00374, 3004608878-2020-00373, and 3004608878-2020-00371.

Event description:
This is 3 of 4 reports. A customer reported that the lever of the a2101 mayfield ultra base unit won't go into the base unit. There was no known patient involvement of delay in surgery.